Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the header had been removed from the device. Only the device header was returned for analysis. A piece of the right ventricular (rv) lead was stuck in the port and a piece of a wrench was stuck in the df- set screw slot. Detailed analysis confirmed the rv- set screw was stuck in the down position and the retainer washer was damaged. The set screw was able to be loosened in the laboratory and the piece of rv lead was able to be removed.

Event description:
Boston scientific received information that during a routine device change out procedure, the right ventricular rate/sense setscrew on this cardiac resynchronization therapy defibrillator (crt-d) was stuck in the down position. Numerous troubleshooting techniques were attempted without success. The rate/sense portion of this implantable defibrillation lead was cut in order to explant the device. A new right ventricular (rv) lead was successfully implanted and the device was successfully replaced with a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.